Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU , current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was empirically confirmed . Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as it was reported that the patient had "tortuous and calcified segments from the cia to the eia". Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in japan, a transcatheter aortic valve implantation (tavi) procedure via transfemoral approach was performed. During the tavi procedure, difficulty was encountered with sheath insertion, so vascular dilation was performed using a balloon catheter, and the sheath was reinserted. Immediately after insertion, blood pressure decreased, so the sheath was withdrawn to the femoral artery, and digital subtraction angiography confirmed a dissection of the common iliac artery (cia). Temporary hemostasis was achieved using an 18 fr dryseal. As blood circulation was maintained, the decision was made to proceed with the tavi procedure first. After implantation of the sapien 3 ultra resilia valve and removal of the delivery system, a lifestream covered stent (8 mm x 58 mm) was placed in the affected area of the left cia, completing the procedure. As reported through the japanese tavi registry, the patient went into shock 5 hours after returning to the hcu. A contrast-enhanced CT scan was performed, and hemorrhagic shock due to an endoleak from the covered stent was diagnosed. An additional covered stent was urgently placed. Although the bleeding was controlled, the overall condition deteriorated due to the series of stresses, and the patient died 2 days after the tavi procedure. Per a medical opinion, the cause of death was bleeding resulting from access vessel injury.

Manufacturer narrative:
Updated section b5. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, a transcatheter aortic valve implantation (tavi) procedure via transfemoral approach was performed. During the tavi procedure, difficulty was encountered with sheath insertion, so vascular dilation was performed using a balloon catheter, and the sheath was reinserted. Immediately after insertion, blood pressure decreased, so the sheath was withdrawn to the femoral artery, and digital subtraction angiography confirmed a dissection of the common iliac artery (cia). Temporary hemostasis was achieved using an 18 fr dryseal. As blood circulation was maintained, the decision was made to proceed with the tavi procedure first. After implantation of the sapien 3 ultra resilia valve and removal of the delivery system, a lifestream covered stent (8 mm x 58 mm) was placed in the affected area of the left cia, completing the procedure. On the following day, bleeding was observed from the distal side of the treated area, and additional treatment was performed (details unknown). The patient expired either one or two days after the tavi procedure. The exact date is unknown. Per a medical opinion, the cause of death was bleeding resulting from access vessel injury.